Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date in january 2024 and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that the tubing leaked out of the filter component. The customer stated the connection was tight on the bag. The event occurred during infusion of taxol. The leak did come into contact with the patient who was receiving the taxol infusion but did not come into contact with the healthcare providers. No punctures were noted in the tubing. There was patient involved but no patient harm reported.